Event description:
It was reported by the customer that "issues with the half moon shaped stat locks that is typically used for PICC lines. We have has 5 issues. 4/5 had the plastic locking piece detach from the adhesive. The 5th completely detached, but may have been related to pulling." It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugn3039 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed; however, the exact cause is unknown. Two photographs of PICC plus statlock devices with tricot pads and adjustable posts were returned for evaluation. An initial visual observation of the photographs showed the retainer of the device was completely detached from the pad. The underside of the retainer could not be seen clearly in the returned photograph; however, what appears to be adhesive was observed on one section of the underside of the retainer. No major damage could be seen on the sample within the returned photograph. While the exact cause of the detached retainer could not be determined from the returned photographs, possible causes include excess forces applied to the retainer during use, poor adhesive coverage, and improperly cured adhesive. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use from the returned photographs. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "issues with the half moon shaped stat locks that is typically used for PICC lines. We have has 5 issues. 4/5 had the plastic locking piece detach from the adhesive. The 5th completely detached, but may have been related to pulling." It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One retainer of a statlock device with adjustable posts was returned for evaluation. An initial visual observation showed use residue on the returned sample. The pad of the device was missing and was not returned. The underside of the retainer was observed to be somewhat tacky. A microscopic observation revealed poor adhesive coverage on the underside of the retainer. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported by the customer that "issues with the half moon shaped stat locks that is typically used for PICC lines. We have has 5 issues. 4/5 had the plastic locking piece detach from the adhesive. The 5th completely detached, but may have been related to pulling." It was reported this occurred with five devices. This report addresses the first device.